Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had complaints of bloody stools and generalized weakness. The patient was then admitted for further evaluation. The patient experienced decreased hematocrit, and was given intravenous (IV) octreotide until a esophagogastroduodenoscopy (egd) and colonoscopy were performed. The egd and colonoscopy were performed. Egd was clean. Two arteriovenous malformations (avms) were found in the colon and were cauterized. Hematocrit was stable. It was planned for the patient to be discharged and for international normalized ratio (inr) to drift up on oral anticoagulation only. No additional information was provided.